Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during cataract surgery the physician was expressing the viscoelastic into the patient's eye when the platform on the syringe (frosted color) came off and the cannula punctured the iris causing iridodialysis. Iris retractors were used to keep the iris stable and a lens was implanted. The pt was being monitored to determine if additional surgery is required. The pt's status post-op was reported as "light perception".